Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that there were no issues with the fuse, volt power supply and voltage to master control board (mcb). It was confirmed that error 509 was in the error logs. The power distribution board (pdb), mcb, touch screen board (tsb) cables were checked, no problems found. However, the monitor went black when it was moved and the error pops up. It was determined that there was a short in the monitor wiring harness and determined the top cover needs to be replaced. After the replacement and installation of the top cover, the monitor was tested moving it in all positions, the device passed full functional testing. No further issues were identified during service, and the console was confirmed to be fully functional. It is likely that the error message resulted from the defective top cover, leading to the reported event. The reported complaint was confirmed.

Event description:
It was reported that during a treatment, the console displayed error 509 and the error was cleared after turning off and re-plugging the device. When the console turned on again, it presented an unknown power related difficulty. Due to this, the procedure could not be completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that during a treatment, the console displayed error 509 and the error was cleared after turning off and re-plugging the device. When the console turned on again, it presented an unknown power related difficulty. Due to this, the procedure could not be completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.